Manufacturer narrative:
The failure was cleared by the customer. No further repair info is available. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the stenoscop system would emit x-rays too long. No pt injury was reported.